Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reports removal due to infection and two seroma events. The first seroma occurred within one year of implant surgery and was treated with a puncture. The second seroma culminated in the removal of the implant. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma, infection (late onset), and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection (late onset), and seroma-late . These are known potential adverse events addressed in the product labeling.

Event description:
Patient reports removal due to infection and two seroma events. The first seroma occurred within one year of implant surgery and was treated with a puncture. The second seroma culminated in the removal of the implant. This record is for the left side. The device has been explanted.

Event description:
Patient reports removal due to infection and two seroma events. The first seroma occurred within one year of implant surgery and was treated with a puncture. The second seroma culminated in the removal of the implant. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of oct 17 through sep 19, it was noted two outliers in nov-17 and jan-18. An additional analysis was performed to determine any pattern or any similarities in relation to the prs involved. It was found that some primary packaging operators were involved in more than one occasion though they were trained in the corresponding procedure. Also, calibrations, maintenance and process validations of all equipment involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Continued h.6. Health effect f2201.

Event description:
Healthcare professional reports removal due to infection and two seroma events. The first seroma occurred within one year of implant surgery and was treated with a puncture. The second seroma culminated in the removal of the implant. This record is for the left side. The device has been explanted.